Event description:
It was reported that a patient underwent a cardiac ablation procedure with an octaray mapping catheter for which biosense webster¿s product analysis lab (pal) identified that one spline was bent and has a small, damaged electrode. Initially, it was reported that during the operation, the octaray was stuck inside the vizigo sheath. It happened two hours after the catheter was used and when it was delivered from the right atrium (ra) to the left atrium (la). The catheter was removed from the patient's body and checked. No electrode or spine damage was found. There was high resistance which caused the catheter to be stuck in the sheath. The resistance did not cause any damage to the sheath. However, the tip of the catheter got slightly bent. The catheter was replaced with a new one and the procedure was continued. The procedure was completed without patient consequence. The bent catheter tip and resistance with sheath were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on (B)(6)2024, there was one spline that was observed bent and has a small, damaged electrode. The electrode was observed dented and partially lifted with no internal components were exposed. This was assessed as MDR reportable with an awareness date of (B)(6)2024.

Manufacturer narrative:
(B)(6) the device was returned to biosense webster (bwi) for evaluation. A visual inspection and dimensional inspection of the returned device were performed following bwi procedures. Visual analysis revealed that one spline was bent and has a small, damaged electrode. The electrode was observed dented and partially lifted and no internal components were exposed. No other issues were observed during the visual inspection. The outer diameter (od) test was performed, and the outer diameters of the device were found within specifications. A manufacturing record evaluation was performed for the finished device 31182892l number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. However, the potential cause of the bent spine and damaged electrode could not be determined. The instructions for use contain the following warning: the catheter is recommended for use with an 8.5 f guiding sheath because the distal spines may be damaged if used with a sheath that is not compatible. Do not use the catheter in conjunction with a transseptal sheath featuring side holes larger than 1.25 mm in diameter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).